Event description:
The consumer alleges the seat cracked down the middle. No injury is alleged. Photos have been provided.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. Model 9780 (B)(4) is approximately 7 months old. User manual part number 1122173 rev c (jan-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 1: "warning - do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers experience using the device or if the consumer has a care-giver is unknown. Following the warnings below may have prevented the seat from cracking: all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. Users with limited physical capabilities should be supervised or assisted when using the shower chair. The shower chair is not to be used as a transfer bench, transfer device or climbing device. These shower chairs (models 9780 and 9781) have a weight limitation of 400 lb (182 kg) each. Exercise caution when assembling the shower chair to avoid pinching. For shower chair model 9781 - ensure that the compression buttons on the backrest are fully visible through the notch on the back